Event description:
It was reported that the centricity web (cweb) experienced a forced log out while being used in a surgical theater. The forced log out occurred due to a defect creating the cweb force out, rather than cweb session ending at a user pre-set time. Centricity web is intended for image review and not for diagnostic use.